Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with reflin (1g injection), fortum (1g injection) and heparin sos (si opus si) - as needed (dose/route not reported) . Five days after being admitted, the patient was discharged from the hospital. The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.